Event description:
It was reported that during routine follow-up, it was noted the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. He underwent a surgical procedure in which the physician explanted all the aus components. Upon removal of the cuff, the physician was able to visualize that the patient had an erosion at the urethra. The doctor does not know if the erosion is related to the device or if the patient had poor tissue. He made a space distal to the old cuff space and placed the new cuff and the urethra was repaired. The patient is expected to fully recover.